Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a subintimal superficial femoral artery (sfa)stenting treatment procedure, stent damage occurred. The physician was treating a greater than 90% stenosed, 120mm long, lesion located in the mildly tortuous, mildly calcified, 6mm in diameter sfa. The lesion was not pre-dilated. This 7x118x120 epic stent was used to treat the lesion. During deployment of the stent, approximately 80mm on the proximal end of the stent "accordioned". Due to this event, a second 7x100mm epic stent was implanted overlapping the proximal end of the 7x118x120 epic stent. This resulted in 40% residual stenosis. An attempt to post dilate with a 6mm balloon was made, however, due to the atheromatous plaque the residual stenosis was not able to improve. The patient's foot pulse was good and the physician believes the patient is adequately protected. There were no reported patient complications. The patient was listed as stable following the procedure. This product is only ous approved but it is similar to an approved us device.